Manufacturer narrative:
Negative prep was not performed. The lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx drug eluting stent to treat a moderately tortuous lesion in the proximal left main. No damage noted to packaging. No issues were noted when removing the device from the hoop. No difficulties were noted when removing the protective sheath. The device was inspected with no issues noted. The inflation device remained on neutral pressure during delivery of the device. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It is reported that stent dislodgement occurred during delivery to the lesion. The dislodged stent was removed from the patient through a non-mdt catheter. Intervention was not required. No patient injury is reported.